Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. It was reported that the ring around the reservoir compartments had fallen off. The product will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap / reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails, fading serial number label, broken reservoir tube lip, cracked display window corner, damage keypad overlay texture and minor scratched lcd window.